Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. The device was then reprogrammed to resolve the event. The patient is stable with no consequence.